Event description:
It was reported that the patient fell from a wheelchair. Imaging was performed (ap x-ray) and confirmed that the pump had flipped. There were no pump alarms and no volume discrepancies. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).